Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic hepatectomy. According to the reporter: at the end of the procedure, it was noticed that a part of the seal had fallen into the pt cavity and was retrieved. No bleeding occurred. No tissue damage occurred. Operative time was not extended more than 30 minutes.